Manufacturer narrative:
(B)(4). Device passed sleep current measurement, active current measurement and selftest. Device received with constant insulin pump error alarms during rewind due to moisture damage on electronic board stack. Device received with moisture damage on motor assembly and force sensor assembly.

Event description:
Information received by medtronic indicated that the insulin pump had a pump error alarm. The customer stated they were able to clear the alarm and were able to complete the rewind process. Customer performed displacement test, self test and it passed. No harm requiring medical intervention was reported. Customer was advised to discontinue use of insulin pump and revert to back up plan. The insulin pump will be returned for analysis.